Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.

Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "an administration set model hs-008-b, lot 2008004 set broke on the distal end of the cassette. The tubing did not separate, but it broke off the cassette. This occurred after the patient dropped the pump onto the floor. This happened during an infusion, and let to the medication leaking into the bag." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(6)) medical co. Ltd.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.

Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "an administration set model hs-008-b, lot 2008004 set broke on the distal end of the cassette. The tubing did not separate, but it broke off the cassette. This occurred after the patient dropped the pump onto the floor. This happened during an infusion, and let to the medication leaking into the bag." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4)) medical co. Ltd.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2022-00011.

Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected administration set on 03/23/2022. Visual inspection confirmed that the silicon-pvc adaptor on the proximal end of the cassette module was snapped and broken. The reported issue was confirmed.